Manufacturer narrative:
(B)(4). Analysis was performed on the returned device. The reported clip deployed on the distal end of the device could not be confirmed. The reported physical property issue could not be replicated in a testing environment. The reported difficulties and subsequent treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. Additionally, sterile, unused starclose se devices were returned. The devices were successfully deployed with no malfunctions observed.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6fr sheath after a renal interventional procedure. Reportedly, when firing the starclose se clip, the device felt strange and did not feel like it fired. When withdrawing the starclose se, the clip was stuck to the end of the sheath. Hemostasis was achieved with manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.